Event description:
Twenty-six patients who underwent single level arthroplasty were followed up for five years. Follow-up periods ranged from 57 to 74 months. Most patients had c5/6 implants. A control group of twenty-four patients who underwent single level acdf were followed up for 5 years. In the arthroplasty group, nine (17.6%) segments developed adjacent segment degeneration, which was significantly lower than that (60.4%) in the anterior cervical decompression and fusion group. Eleven segments in the arthroplasty group developed heterotopic ossification according to mcafee's classification and two segments had range of motion less than 2 degrees. In the heterotopic ossification group, four (19.5%) segments developed adjacent segment degeneration, similar to the number in the non-heterotopic ossification group (16.7%). Adjacent segment degeneration rate was 50% in grade IV group but 11.8% in grade ii to iii. In conclusion, arthroplasty avoided accelerated asd by motion preservation. Ho development after arthroplasty may influence the asd. However, a larger sample and longer follow-up are needed to evaluate the effects of ho after arthroplasty.

Manufacturer narrative:
Literature citation: sun et al. Comparison of adjacent segment degeneration five years after single level cervical fusion and cervical arthroplasty: a retrospective controlled study, chinese medical journal 2012;125(22):3939-3941. Pt age: range 20 to 53 yrs. Pt sex: 14 men, 12 women. (B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.